Manufacturer narrative:
(B)(4). The root cause was identified to be a software logic error that may cause image artifacts. As a result, this application is being turned off. (B)(4).

Event description:
Philips received a complaint that alleged that a software error happened during reconstruction of images. These images were seen to be intermixed or superimposed on other images.